Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain and that the system locks up during movement.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain and that the system locks up during movement. Update received: 5th may 2014 - added sales rep name, added sales rep contact number, added surgeon, updated mapped to mw fields, added hospital name, added hospital number, added implant date to field, added revision date, added reason for revision: painful asr hip, no other information is available, added patient height, added patient weight, added patient date of birth, added patient age: patient was (B)(6) at time of revision and (B)(6) at date of implant, added cup and head which were amended from dummy products and added products: stem and taper sleeve. Hospital name: (B)(6) lot number b94bf1000 provided for stem did not bring anything up in system, so have left as unknown in stem lot number field.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.